Manufacturer narrative:
Findings: button error alarm and no esc and act button response due to corroded keypad traces. Unable to verify for battery out of limit alarm due to no esc and act button response. Pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 98 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.